Event description:
Customer dosed with normal medications around 4pm. Ate a lighter than normal dinner around 5:45pm. Approximately 9pm customer said they felt very weak. Blood glucose readings = 35mg/dl. Family member called 911. Paramedics blood glucose readings = 55-60mg/dl. Family member advised to give customer 2 peanut butter/jelly sandwiches, an orange and milk. Paramedics re-tested customer's blood sugar 5 minutes after eating = 180mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.